Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for low blood glucose levels, with a reading of 17 mg/dl. The customer stated that her glucose meter was off by 30 to 90 points. No troubleshooting was performed. The customer was advised to get her glucose meter replaced.